Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue and foot retraction issue were confirmed. In addition, analysis of the retuned device found a posterior foot break. The detached foot was not returned with the proglide device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported needle to cuff miss/suture retrieval issue and treatment appear to be related to circumstances of the procedure; however, a conclusive cause could not be determined for the reported foot retraction issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after a neuro interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment and then the foot of the device was unable to be closed prior to attempting to remove the device from the anatomy. The lever was fully closed; however, the foot did not retract. The device had to be removed with the foot open. There was vessel damage and the patient was sent for cut down surgery to repair the vessel. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.